Manufacturer narrative:
Company rep evaluated the unit and was unable to verify the problem. As a preventative maintenance, ECG cable was reseated. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported intermittent ECG from the passport 2 monitor. No pt injury was reported.